Event description:
The customer reported via phone call that they were hospitalized for high blood glucose a month prior. The customer reported their blood glucose was around 400 mg/dl when the paramedics arrived. Customer reported feeling hot, sweaty and lightheaded. It was also found the customer had low blood pressure and was unable breathe. The customer attempted to treat their blood glucose with a manual injection. The customer reported their blood glucose was 500 mg/dl at the time of admission. It was also reported the customer was in tachycardia. Customer was treated with fluids at the hospital. The customer also reported receiving no delivery alarms with the insulin pump. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. Customer's blood glucose was 340 mg/dl at the time of the call. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.